Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694958 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had increased thresholds and loss of slack. The physician felt the lead would dislodge due to the loss of slack. The lead was capped and replaced. Approximately five years later the lead was explanted at the time of a generator change out. It was noted that fluoroscopy images revealed this lead in the high right atrium with almost no slack in the lead. No patient complications have been reported as a result of this event.